Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anistomasia, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 300cc silicone breast implants which right side has issue with capsular contracture unknown baker grade. Patient reported experiencing sharp pains deep in the chest area, underneath the implants and in her upper abdominal area. There is constant sharp pain and throbbing, from time to time. Left side: had begun drooping, and is much lower than usual and lower than the right breast; combined with sharp pains underneath. Right side:- breast scar tissue has hardened; engorged breast, larger than the left side and much higher up on the chest, higher than left side. With continued sharp pains underneath, and throbbing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The issue diagnosed via imaging. This report is for the left side.

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the baker grade of right side capsular contracture is IV, patient will have a mammogram and an ultrasound done in month of june, 2019 to get more information in regard to the implant. Manufacturer¿s reference number: (B)(4).